Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose was 600 mg/dl at the time of hospitalization. Customer was wearing the insulin pump at the time of hospitalization. Customer was released from the hospital on (B)(6) 2014. Customer stated that since the endocrinologist changes the settings on the insulin pump, customer has been getting high blood glucose levels. Customer's current blood glucose level is 318 mg/dl and customer is on dialysis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer was advised to monitor the insulin pump. On 08/05/2014, customer had checked his blood glucose level and it was at 394 mg/dl. Customer is going to treat with a manual injection. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.